Event description:
It was reported via repair work order that the left head end siderail malfunctioning due to broken latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.